Manufacturer narrative:
During testing, the device touchscreen did not respond when pressed. The probable cause was a broken touchscreen. This was caused by fluid ingress which altered the characteristics of the touch screen. The customer contact's report for a broken connectology and upper bumper cover, and the pump needed a new power supply board was duplicated during testing. The customer contact's report for a broken powercord was not confirmed during testing since the ac power cord was not returned with the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device power cord was broken, broken connectology, upper bumper cover was broken, and the pump needed a new power supply board. These does not indicate any reportable malfunctions. However, during verification testing at the service the device touchscreen did not respond when pressed.